Manufacturer narrative:
Samples were visually inspected and found to be conforming. The samples were then functionally tested for penetration and were found to be conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned samples were found to be conforming, therefore unable to insert into sclera issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar blade were manufactured to specifications. All trocar knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic trocar could not be inserted into the sclera during the surgery. The surgery was completed after replacing the product with another one. The involved eye and the patient identifier were not available. There was no patient harm. The procedure type was unknown. Three used products were returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).